Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the device was received and repaired at the service center. The complaint was confirmed. The following information was derived from the service report: "micro": preventive replacement of o-rings performed; acc. To service manual; motor not turning smoothly - motor replaced; cut in the motor cable - motor cable replaced; short circuit in the motor cable - motor cable replaced; resistance value out of specs: handcontrol set replaced; unit cleaned; functional test performed; hipot test completed; electrical safety test completed; functional test acc. To test procedure completed; safety test checklist enclosed; when there is a short circuit in the motor cable it has the potential to cause the motor to jam, therefore is a potential root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that after an unspecified surgical procedure, it was observed that the micro tornado hp w handcontrol device had a damaged cable and jammed motor. According to the report, the device would not turn. It was reported that there was no delay in the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.